Manufacturer narrative:
Failure analysis noted the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and motor passed motor test. However, pump was received with intermittent button response due to corroded keypad traces. Also there was moisture damage on the electronic assembly. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and motor error. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; water. The insulin pump was will returned for analysis.